Event description:
It was reported that the 8300 failing co2 accuracy. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8300 failing co2 accuracy was not identified during the customer call. During troubleshooting found they were using a gas content of only 15% o2 instead of correct gas he should be using with an o2 of 21%. Recommend biomed to order correct gas and retest module. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.